Event description:
It was reported that the customer accidentally delivered too much insulin by completing the fill tubing step while connected to the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer consumed carbohydrates to address the over-delivery, and technical support advised them to monitor their blood glucose and follow up with a healthcare provider if necessary. The customer understood and acknowledged the guidance given.